Event description:
Subsequent to the initially filed report, the following information was received: while removing the device from the anatomy the sheath separated. Nothing remained in the anatomy after the device/sheath was removed.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to cut was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 1-may-2021 and the procedure date was (B)(6) 2021 which is approximately 4 months post expiration. It should be noted that the starclose instructions for use in the graphical symbols for medical device labeling section indicates the use by symbol which is the next to the expiration date. In this case, it is unknown if the use after expiration contributed to the reported event. However, the use after expiration will be included in the account requested letter. The reported failure to cut and sheath detachment appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, resistance was felt during thumb advancement and the device did not split the sheath completely, so the clip was not able to be advanced successfully. The safety release mechanism was used to retract the vessel locator wings and successfully remove the device from the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.